Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide procedure name and date. How long was the delay? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. Patient¿s current status? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date; and a suture was used. During the procedure, the suture pulled off the needle. There was a unspecified delay in the surgery. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2020. Additional information: d9, h6. A manufacturing record evaluation was performed for the finished device lot number am7405, and no non conformances / manufacturing irregularities were identified. Additional h-3 summary: an empty opened foil and a detached needle pf product code vr2296, lot # am7405, were received for evaluation. During the visual inspection of a detached needle, the swage and attachment area were noted to be as expected, marks by use of surgical instrument were noted on body needle. The suture was not received to determine the assignable cause and no functional tests could be performed. No conclusion could be reached as the needles of the box pulled off. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/20/2020. Additional h6 patient code: 3189 - surgery prolonged. Additional information was requested and the following was obtained: ¿ please provide procedure name and date - aesthetic surgery : several procedure impacted but exact number unknown. ¿ how long was the delay? Yes, 15 min. Several needles by procedure (exact number unknown). ¿ were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. ¿ was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain - no. ¿ patient¿s current status? Good. *a new complaint has been opened because several procedure impacted. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. If further details are received at a later date a supplemental medwatch will be sent. Additional event reported via mw # 2210968-2020-08830. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.